Manufacturer narrative:
The returned product was evaluated and performed as designed. During inspection of the soft cannula, a kink was noted, but it is considered to have occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in a rapid increase in pulse widths and/or an occlusion alarm being generated. No other defects or deficiencies that would result in hyperglycemia, cannula failing to insert correctly, or pump failing to deliver insulin were found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose surpassed 500 mg/dl while wearing the pod between 4 and 24 hours. The pod's cannula was kinked. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).